Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject home monitor was paired on (B)(6) 2016. Reportedly, the home monitor is out of service since (B)(6) 2016 after a strong storm.